Manufacturer narrative:
The complaint sample was not returned to the manufacturing plant for review. The manufacturing lot number associated with this complaint was reviewed. The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR's are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
.

Event description:
The customer reported the patient completed a dialysis treatment. During the disconnection, visual confirmation of leaking blood from the venous extension lumen (pigtail) was noted. The femoral catheter was exchanged. There was no patient injury. Medical history: renal failure on hemodialysis.

Manufacturer narrative:
Submit date: 11/16/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a suspected pinhole in the catheter. The catheter was implanted on (B)(6) 2015 and was explanted on (B)(6) 2015.